Event description:
A malfunction was reported on the pump, but no notable events occurred before the issue, and there was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller with the reset. After resetting, the malfunction did not recur, and the customer may continue using the pump. The customer was instructed to call back if the malfunction reoccurs.